Manufacturer narrative:
After customer obtained erroneous k results, a beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found defective ise reference valve and replaced it. The ise system was primed and fluid flow through the flow cell was restored to normal. The ise system was calibrated for both serum and urine with no issues. Customer performed qc runs for both serum and urine and all results were within acceptable ranges. System operation was verified to meet the specifications. System validation was documented in customer qc record. To date, no further ise issues have been reported from this customer site. Failed reference valve contributed to this event.

Event description:
On (B)(6) 2012, a customer reported to beckman coulter inc., (bec) having ise fatal error that was stopping the ion selective electrode (ise) system on their au680 chemistry analyzer and customer was unable to run the ises. Customer worked with bec call center to address this error. Per call center directions, the customer performed enhanced cleaning, changed roller pump tubing, replaced all ise solutions as part of troubleshooting the issue. Customer next reported the ise calibration failure. Customer was requested to prime the system and service was dispatched. Per phone conversation with a field service engineer (fse) on (B)(6) 2012, a determination was made that after all the troubleshooting there is something obstructing the ise flow cell. The fse had the customer replace the electrodes. Following this, the customer noted bubbles in the ise lines; however, priming the ise system cleared the bubbles. On (B)(6) 2012, ise calibrations passed. Customer tested patient samples and reported that flagged potassium (k) results were generated by the analyzer. The samples were re-tested and k results obtained were in different ranges. Patient results are provided in this report. No erroneous results were reported outside the laboratory. No effect to patient treatment was reported.